Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 300mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The boluses were delivered and properly recorded in the bolus history and daily totals. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.